Manufacturer narrative:
"Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on november 22, 2021. A healthcare provider (hcp) reported that the patient hadn't had any surgeries with the physician since the implant of the spinal cord stimulator. They clarified / confirmed that the multiple surgeries the patient was referring to would have been the back surgeries the patient had prior to getting the implanted neurostimulator (ins). Patient weight for (B)(6) 2021 time frame was provided. The cause of the stimulator not working was due to an issue with the controller or the reps tablet that occurred during the (B)(6) 2021 appointment. The rep was able to charge the patient's device and get it working at that appointment. The rep reported the non-reportable stimulator issue in another pe, which will be merged into this file. Information from the other file: information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller stated they were reading an ins which has not been read by a tablet before. Caller reported in an active app session, patient was feeling stimulation, but after exiting, the patient stopped feeling stimulation. Caller went back into clinician app and found the group program was not active. Patient services explained to the caller this may be due to first time reading with clinician app. Caller activated programs within group and then exited session. Troubleshooting resolved the issue. The rep later reported that per tech support, the cause was determined to be due to reading out patient¿s battery the first time with tablet programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Pt stated that their stimulator stopped working over a year ago. Pt said they have been in touch with hcp's office. The hcp mentioned needing an MRI, but said it was up to another doctor and a nurse got things rolling, but now everything has come to a stop. Pt said they have needed this for over a year; pss understood pt was referring to care for their ins.  Pt said dr. Braun has done multiple surgeries on them.